Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: found foreign substances in the syringe. Caution: an anticancer drug injection syringe.

Manufacturer narrative:
It was reported there was a foreign matter in the syringe. To aid in the investigation, one sample with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and at the bottom of the syringe barrel there are black specks. It is difficult to confirm if these specks are embedded. No other defects or imperfections were observed. The samples have residues of a drug reported as an anti-cancer drug, so no further analysis was performed due to the contamination. The three photos provided show the sample received. A device history record review was completed for provided material number 309653, lot number 1320204. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause is unknown. Samples with anti cancer drugs shouldn't be shipped for analysis. It is recommended that the USA rcc communicates this to the rccs of all the regions.